Manufacturer narrative:
It was indicated this device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was received that this device was explanted and replaced. It was indicated that premature battery depletion was not suspected due to the high outputs on the competitor lv lead. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow-up procedure, it was noted the device had reached elective replacement indicator (eri). It was indicated that there was high threshold measurements on the left ventricular (lv) lead. The output was reprogrammed, but there was no change in longevity. Premature battery depletion was suspected and the patient will be followed in one month. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.